Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a power source, despite attempting to charge with multiple wall adapters and power sources. Additionally, the time on the pump was incorrect because the customer did not adjust the pump clock for daylight savings time. The customer's blood glucose (bg) was 174 mg/dl. Tandem technical support assisted the customer with adjusting the time setting on the pump. Reportedly, the customer reverted to manual injections for alternate insulin therapy.